Manufacturer narrative:
Event summary: the patient data files showed at least six applications were performed with catheter 2af284/49354 on the date of the event all the applications were stopped before ablation phase. Additionally, the patient data files showed at least ten applications were performed with non-complaint catheter 2af284/47420 on the date of the event, and system notice (#50013) indicating that ¿the refrigerant level was too low to continue¿ was triggered in application number nine and ten. In addition, seven more application were performed with catheter 239f3/51039 on the date of the event without any issue. Visual inspection of balloon catheter, 2af284/49354, showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for six injections. The catheter passed the performance test, but the inflation showed the kink on the guide wire lumen under the balloon segment. Dissection showed a guide wire lumen kink 1.350 inches from the tip inside the balloons. In conclusion, the reported kink issue was confirmed through the testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a bend on the balloon section of the balloon catheter that would not straighten out. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.